Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021.

Event description:
It was reported that the ventilator had a blower temperature high error code while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to check that the cooling fan was running, air inlet filter was not dirty or clogged and replace the blower.